Event description:
It was reported that this right ventricular (rv) lead was implanted as a temporary lead for 11 days. The lead was removed from service the day an implanted device and associated leads were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.